Event description:
It was reported that, "pt had a revision due to stem being loose and periprosthetic fracture."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.